Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis is unknown. The patient was hospitalized for this event one day after onset. Treatment for this event was vancomycin (intraperitoneally, dose, frequency and duration not reported) as well as two unknown antibiotics (orally, does, frequency and duration not reported). The patient was discharged from the hospital six days after admission. Peritoneal dialysis therapy was ongoing. At the time of this report, the patient is recovering from this event. No additional information is available. This is report 3 of 4.